Manufacturer narrative:
Section e1: physician name corrected. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 4718995.

Event description:
Related manufacturer reference number: 3006705815-2023-05904, 3006705815-2023-05905, 1627487-2023-04446. It was reported that patient experienced painful shocking sensation through the body. It was noted by physician that the shocking may be due to another neurological syndrome. Lead diagnostics showed that the peripheral lead had a high impedance on contact 2. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The report of high impedance and/or discomfort at the ipg site was not confirmed. Analysis of lead a did not identify any fractures and the lead passed output resistance and inter-channel continuity testing.